Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Event description:
It was reported the device could not be calibrated. No patient involvement.